Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd 0.5ml insulin syringe was found to be cracked . The following information was provided by the initial reporter: according to the customer's report, the barrel was found to be cracked before use.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd 0.5ml insulin syringe was found to be cracked . The following information was provided by the initial reporter: according to the customer's report, the barrel was found to be cracked before use.